Event description:
A physician reported a pt who was implanted in the upper vermilion border on 12/11/1997. On 12/16/1997 she returned to the office for suture removal and was doing well. On 12/30/1997 she had redness at the cupid's bow incision site of the upper left upper vermilion border. The pt returned on 1/5/1998 with continued redness and swelling, and a green colored drainage at the incision site. There was no evidence of extrusion. The physician diagnosed an infection, prescribed keflex, and cultured the site. He believed the tabular shape of the implant may have contributed to the infection. The pt returned on 1/9/1998, and the physician removed the left upper vermilion border implant and discarded it. He prescribed more keflex that day to complete a 7 day course. The pt was seen again on 1/15/1998 and was healing well.